Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: two cartridges of hemolock clips from the same lot#73h2000219 contained only broken clips. A third cartridge was used instead.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2000219 investigation did not show issues related to the complaint.

Event description:
Reported issue: two cartridges of hemolock clips from the same lot#73h2000219 contained only broken clips. A third cartridge was used instead.